Event description:
Reporter indicated that during generator replacement surgery for end of service, the surgeon noted an area on the lead above the generator site where the "silicone had broken down." The surgeon elected to wrap "something" around the lead in the area of the broken down silicone instead of replacing the lead. Neurosurgeon indicated that he could not change the lead because there was too much scar tissue in the area of the lead. Intraoperative device diagnostic testing was within normal limits, indicating proper device function. Investigation to date has been unable to determine what was wrapped around the lead in the area of the broken down silicone.